Event description:
The customer reported to vyaire medical that the avea ventilator unit fails est, screen went black and turned off by itself. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Vyaire medical fsr could not duplicate issues. All work performed in accordance with avea service manual revision g. Performed est and performance check, all passed. Vent is operational and meets OEM specs. The avea ventilator can be returned to service.